Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input during unspecified step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "keeps shutting down" was not reproduced. A review of the event history log revealed multiple "shut down" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Device came with a customer supplied ac power adaptor but did not come with a battery. Evaluation was able to turn pump on and run multiple infusions with the customer supplied ac power adaptor without the pump shutting down. Evaluation also ran multiple infusions with dc power using a known good wireless battery module (wbm) with no discrepancies. Evaluation found the pump to operate as intended. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.